Event description:
Same case as MFR#'s: 2134265-2009-04007, - 04010, - 04011. It was reported that during a percutaneous transluminal angioplasty and stenting treatment procedure, a vessel perforation occurred. The physician was treating a 50mm long lesion located in the left mid superficial femoral artery (sfa) with a 7x78x1350 sentinol stent. Vascular access was right femoral. The physician started the procedure with a 014 thruway 190cm guide wire. This guide wire was exchanged for a starter guide wire for stent delivery. The physician then advanced and implanted the 7x78x1350 sentinol stent without complications. The stent was post-dilated with a 6-6/5.3/135 ultra thin sds balloon catheter. At this point a perforation was noticed in the left mid sfa. The pt did not experience any abnormal symptoms during the procedure as a result of the perforation. No further complications were reported. The pt was transported to the hospital for observation and released the next day. According to the physician, he believes he was subintimal with a guide wire which cause the perforation.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.